Event description:
A malfunction alarm was reported by the customer. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer had already reset the pump before contacting support, and technical support provided additional reset information. As the malfunction code did not recur after the reset, the customer was advised to continue using the pump and to contact support again if the issue reappeared.